Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The display was tested successfully. The display cannot lead to misinterpretation of insulin amounts. Product meets specification.

Event description:
On (B)(6) 2013, the patient reported that the display on her infusion device was blurry. She stated that she is unable to read the date or insulin amount displayed on the device. She stated the display looks like a "checkerboard" pattern. The patient changed the battery in the device, but it did not solve the problem with the display. The patient has switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.